Event description:
Medtronic received info that the pt with this bioprosthetic valve expired 5 days post implant. Electrocardiographic findings demonstrated anterior/lateral wall ischemia and the pt was taken back to surgery for a bypass graft. The pt expired during surgery. It is unk if the valve had caused or contributed to the reported event. Additional info has been requested.

Manufacturer narrative:
Evaluation: other = device history not able to be reviewed as no serial # was reported. Results = no device history review. Conclusion code: other = cause of event cannot be determined. Analysis: the valve was not returned to medtronic for evaluation. The pt's family requested no autopsy be performed. Medtronic has requested additional info regarding the device, and the event. Conclusion: without the return of the valve for evaluation, no definitive conclusions can be drawn regarding the performance of the valve.